Manufacturer narrative:
Additional information: d4, d5, e3, h4, h6 , h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3474132 (product code 830041bl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.oct.2013 manufacturing date: 26.oct.2010" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable the manufacturing number is: (B)(4).

Manufacturer narrative:
The product was not returned. Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).

Event description:
The mhra health authority reported the following: there has been ongoing dyspareunia (painful intercourse) and vaginal bleeding for the past two years. A 0.5 cm area of mesh extrusion has been observed at the mid-urethra, located just to the left of the midline. This case should be discussed at the mdt (multidisciplinary team meeting), and a referral to a specialized mesh center is recommended. The availability of the device is currently unknown. Mhra reference number: (B)(4).